Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, spot on lens was identified. The iol was exchanged in a secondary procedure with an alternate iol. No further information is expected.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported for the lot. (B)(4).